Manufacturer narrative:
The reported event of dislodgement was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device implant procedure. During the procedure, the right ventricular lead had dislodged. The lead was removed and replaced during the same procedure on (B)(6) 2021 . The patient had no adverse consequences.